Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the spin collars fell off as they were connecting the line, which was primed with normal saline, to the patient's port. There was no report of a leak or patient harm.

Manufacturer narrative:
The customer¿s report that the spin collar fell off was confirmed. Visual inspection of the set showed that the male luer spin collar was separated from the male luer. Examination under magnification showed no evidence of tool marks or stress marks. Functional testing was deemed unnecessary due to the separation. The root cause of the customer¿s report could not be determined.

Event description:
The customer reported that the spin collars fell off as they were connecting the line, which was primed with normal saline, to the patient's port. There was no report of a leak or patient harm.